Event description:
The customer reported that approximately 1 to 2 ml of clear fluid leaked from the manual probe of the lh 500 hematology analyzer during purge or rinse cycle. The customer indicated that the leak occurred when the manual probe rotated in after the probe wipe was retracted. The customer stated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered the probe leaking during rinse prior to the probe wash block movement. The fse proceeded to replace the pancake valve to resolve the issue and verified the repair as per established procedures. (B)(4).